Manufacturer narrative:
Device passed the displacement test and self test. No inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm error during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm are found in the formatted history file due to a software error. Hardware low level failures error confirmed in device history with variable due to broken trace at pin on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was unknown. Customer stated that the insulin pump was rewind and everything was fine. Customer was assisted with performing a self test and the self test results was passed and self test did not passed for hardware low level failure alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.